Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump underinfused during infusion. This occurred during an on going intravenous (IV) infusion of potassium chloride 10meq/100 ml at a rate of 5 ml/hr. The primary line was programmed to infuse 80 ml; however, only 5-10 ml were seen on the actual bag. As per order, the potassium IV rate should have been 100 ml/hr. After 1 hour and 37 minutes of infusion, the primary line was stopped as line could have run for 20 hours at the 5 ml/hr, and the volume to be infuse (vtbi) is 100 ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction to previous g3: date received by MFR: the correct date is 02/11/2025. Additional information h6, h11. H11: a review of the event history log identified program parameters reported; the log identified downstream occlusions and air in line alarms on the event date. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.